Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was received in three separated sections, kinks were noted in the middle section of the catheter and near of the stopcock section specifically in the shrinkable sleeve; flare of the tube looks in a proper condition. No other damages or anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter broke and patient complications occurred. A 27-135 flexima¿ apdl was selected for use. Patient had intercostal chest drain in situ; however, the patient became increasingly unwell and agitated. Upon checking the device, it was observed that the pigtail blue tubing detached from the catheter. The tubing was then clamped to prevent air from entering the drain site. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke and patient complications occurred. A 27-135 flexima¿ apdl was selected for use. Patient had intercostal chest drain in situ; however, the patient became increasingly unwell and agitated. Upon checking the device, it was observed that the pigtail blue tubing detached from the catheter. The tubing was then clamped to prevent air from entering the drain site. No further patient complications were reported.